Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The device was implanted for 4 years and 11 months. In addition, the patient stated he did not hear the device beeping when it reached eri.